Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a whole and the base of the hose and the cord was sliced. During service and evaluation, it was determined that the motor device had a hole in the hose near the muffler area, the red indicator was missing from the muffler tube, the vanes were worn out causing the device to run below the rotations per minute (rpm) specification and the oil seal was worn out causing the device to have an oil leak between the swivel components. The device also failed pretests for hose verification, muffler tube verification, rotational speed assessment and oil leak assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.